Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 14mm amplater septal occluder (aso) was selected for implant. During deployment, the device deformed into cobra shape. Device was retrieved into the sheath and tried three times, the occluder also shows same cobra shape. The physician drew out and massaged the occluder, it still couldn¿t return to normal. There was no interaction with cardiac structures during deployment and no angulation or kink noticed in the delivery system device was replaced with a new 13mm amplater septal occluder (aso) and complete this case smoothly. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Event description:
N/a.

Manufacturer narrative:
An event of device deformity could not be confirmed. The investigation found the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Two images from field appeared to show a distal disc of an occluder device connected to the delivery cable and deformed into a cobra like structure. The cause of the reported incident could not be conclusively determined.